Event description:
Pt received implants in 1976 and had explantation of both implants on 3/8/96 due to swelling of left breast, migration movement of left prosthesis to the left, red lump on left breast and numbing sensation down left arm. Two units were returned to co for identification and upon visual examination both devices appeared to be ruptured.